Event description:
The user facility reports sending in the instrument for repair and not being happy with the repair. The instrument tip broke while in use with the patient. No patient injury reported.